Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced sustained high glucose readings on both the cgm and a glucometer, with pump therapy troubleshooting performed including tubing fill verification with visible drops and a subsequent infusion set replacement, and education provided on ketone monitoring, backup therapy, and seeking clinical care. Symptoms included hyperglycemia. Outcomes included resolution of elevated glucose to target range or trending down following the troubleshooting steps. Investigation included technical support review of device function via user-guided checks and infusion set change, as well as follow-up contacts to verify glucose improvement. Investigation of this case revealed no confirmed device malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.